Event description:
It was reported that the pump exhibited a broken pin. During physical inspection of the device, it was found that the downstream occlusion seal was degraded. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was received for evaluation. Visual inspection found contamination and a degraded downstream occlusion seal. Visual inspection was performed and the reported issue was duplicated. The cause of the reported issue was due to the connector pin. As a result, the main board, downstream occlusion sensor/seal and bezel were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.